Event description:
Customer requested assistance with programming and priming the insulin pump. It was reported the customer's blood glucose was over 500 mg/dl. She treated her high blood glucose with a manual injection. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.